Manufacturer narrative:
Patient weight is an estimate.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) exhibited high defibrillation impedance. The patient then presented for an in-clinic follow-up. Upon interrogation, it was noted that the impedance issue resolved by itself. Isometric testing and pocket manipulation exercises were performed and no noise was noted nor reproduced. The patient was discharged.